Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support educated the customer to only use room temperature insulin and informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was corrected with a bolus via the pump. Customer changed pump supplies to address the issue.